Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was not completed because the device lot number was not provided. Because the device was not returned, mmd has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter states that the bag set would not deliver formula. Mmd did follow up with the initial reporter. They did not report any adverse effect to the patient. They also stated they did not have any additional information. (B)(4).